Event description:
It was reported that on (B)(6) 2013 at around 7 am the pt received inappropriate shocks. Around 90 minutes later, the associated ICD was interrogated in the emergency room, and the ICD was reprogrammed to disable therapies and pacing was set to vvi 40/min. The physician reviewed the episodes and data stored within the device and indicated that the inappropriate therapies were due to noise detection relative to the subject lead. The physician performed another follow-up at 1 pm, and pacing impedance measured on the lead was around 380 ohms and svc continuity was less than 200 ohms. The continuity was tested again and both svc and rv measurements were less than 200 ohms. The lead and ICD were removed on 22 april 2013. The associated crt-d is sorin brand paradym rf sonr, sn: (B)(4).

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.